Event description:
The physician reported he was using the microcatheter in question to embolize with glubran in the medular territory with a 3cc syringe. The physician reported as he was withdrawing the microcatheter at the end of the procedure, he noticed that the catheter had ruptured in the middle of its length.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information becomes available, a supplemental report will follow.